Event description:
The patient has two leads implanted with the same lot number. It was reported the patient underwent lead revision surgery due to abdominal and rib stimulation. The patient's leads were repositioned. The sjm representative met with the patient postoperatively and reprogramming was able to provide effective stimulation. Issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.